Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with corynebacterium and pseudomonas (species not reported) in the culture and a wbc count greater than 1000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained that the patient has multimorbidity including a decrease in visual acuity which led to this touch contamination event. The patient was not hospitalized and prescribed intraperitoneal (ip) ceftazidime and ip cefazolin (frequencies and duration not reported) by the outpatient clinic to address the infection at home. During the patient¿s recovery from this infection, he was hospitalized on (B)(6) 2025 for an unrelated small bowel obstruction whereas his pd catheter (not a fresenius product) was removed as a result. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he awaits discharge home. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on in-center basis upon discharge, as the viability of pd will be reevaluated by his nephrologist.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique through touch contamination during ccpd therapy as reported by a medical professional. Touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of human skin and mucous membranes (corynebacterium), as well as an opportunistic pathogen that transmits to susceptible patients such as the esrd population (pseudomonas). Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he experienced peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2025 presented with corynebacterium and pseudomonas (species not reported) in the culture and a wbc count greater than 1000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was explained that the patient has multimorbidity including a decrease in visual acuity which led to this touch contamination event. The patient was not hospitalized and prescribed intraperitoneal (ip) ceftazidime and ip cefazolin (frequencies and duration not reported) by the outpatient clinic to address the infection at home. During the patient¿s recovery from this infection, he was hospitalized on (B)(6) 2025 for an unrelated small bowel obstruction whereas his pd catheter (not a fresenius product) was removed as a result. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient is recovering from this event as he awaits discharge home. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on in-center basis upon discharge, as the viability of pd will be reevaluated by his nephrologist.